Event description:
It was reported that the biomed stated right drain port was missing the plug and was leaking water in an arctic sun device. Per additional information received via mail on (B)(6) 2025, they were able to take a drain valve from a decommissioned unit and replace the valve in unit serial number (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA #2666889 and sa #(B)(4). Per CAPA #2666889 and sa #(B)(4): "the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier (B)(4) and subsequently purchased by (B)(6) for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool." Per additional information received via mail on (B)(6) 2025, a drain valve was taken from a decommissioned unit and replace the valve in unit serial number (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the complaint is addressed by existing CAPA. CAPA 2666889 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.